Event description:
It was reported that the end user experienced skin issues that began within 1 week of surgery. He was previously using the reported pouch, as of (B)(6) 2014 the end user began wearing a two piece pouch. It was further reported that the end-users skin is raw; weeping and bleeding. It weeps enough to soak 2 4x4 gauze pads twice per day.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. The end users wife reported a history of sensitivity to adhesive as well as stevens-johnson syndrome (B)(6) 2013. It was further reported that the ned user is under the care of his allergist, would ostomy continence nurse, and primary care physician. The end user was prescribed prednisone 5 mg daily and zinc ointment, and all tape on any product is not recommended. Patch testing was discussed with the end users wife regarding any tape related products. No additional patient or event details have been provided to date. A return sample for evaluation is not expected. The lot number was not provided. Should additional information become available, a follow-up report will be submitted.